Event description:
Per the clinic, the patient experienced poor performance with the device. Re-programming attempts were made; however, the issue could not be resolved. The device was then explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient as of the date of this report. This report is submitted on april 27, 2023.